Event description:
A malfunction was reported on a pump, but no notable events occurred before the malfunction, and there was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump and assisted the customer in resetting it. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump while monitoring for any future issues, with instructions to call back if problems persisted.